Event description:
It was reported to cts that this patient wants to have his device explanted for an unknown reason. Good faith attempts to obtain the reason for wanting the device explanted were unsuccessful. The patient reported on (B)(6) 2016 that he is having spasms locally around the vns site left chest and neck area and vocal stimulation. He thought his vns was not functioning any longer. It was noted he also has svt with pvc cardiac issues. The patient scheduled a consult for vns removal. The patient stated his vns was turned off at the ER visit and that there were no issues but was told it was most likely scar tissue causing pain. The patient noted he still does not have a neurologist but the surgeon will remove his vns without neurology approval. Although surgery is likely, it has not occurred to date.

Event description:
The patient did not show up to his consult appointment and did not return phone calls to reschedule. Although surgery is likely, it has not occurred to date.